Event description:
It was reported that noise was observed via merlin.net transmission. The patient was admitted to the hospital. At explant, exposed conductors were found between the rv and svc coils.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the lead was returned in two sections. External insulation abrasion was found at 43.6cm to 43.8cm from the distal tip electrode. The etfe of one of the cables was abraded and could cause the reported noise. Internal abrasion was found at 13.5cm to 14.4cm from the distal tip electrode.